Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this pacemaker and right ventricular (rv) lead exhibited low out of range pacing impedance measurements. When attempting to check impedance measurements in clinic, bipolar pacing stopped. The patient's heart rate was in the 40's. The device was reprogrammed to do and outputs increased to 6.5 volts @ 1 millisecond. Pacing was then able to be obtained in unipolar. An invasive procedure was performed. This lead was surgically abandoned and replaced. The device was also explanted and replaced. No additional adverse patient effects were reported.